Event description:
It was reported by the patient's spouse that the patient presented at the emergency room due to a vibration in the patient's chest and their device beeping. Patient has an implantable cardioverter defibrillator (ICD) and evaluation determined there was a possible fracture of the patient's right atrial (ra) lead. Subsequent report one week later indicated the ra lead was capped and replaced for fracture as evidenced by high pacing impedance and high unstable pacing thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.